Event description:
Mom utilizing breast pump in l&d(labor and delivery) recovery room and pump suction increased to maximum suction without knob being turned to maximum suction medela symphony breast pump lot: 1136601, (B)(4).